Manufacturer narrative:
Ntaneous case was reported by a physician and describes the occurrence of procedural pain ("pain following the procedure") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain (seriousness criterion intervention required). The patient was treated with surgery (first essure micro-insert hysteroscopically, second via laparoscopy). Essure was removed on (B)(6) 2010. At the time of the report, the procedural pain had not resolved. The reporter considered procedural pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
A physician reported that his patient underwent an essure placement procedure and began experiencing pain immediately following the procedure. After 2-3 weeks, the physician removed 1 essure micro-insert hysteroscopically. The patient was then referred to another physician for possible hysterectomy and removal of the second micro-insert. The patient underwent a laparoscopy and the micro-insert was removed along with a portion of the patient's fallopian tube. The physician stated that the patient's pain continues following removal of both micros-inserts; the physician believes the essure micro-inserts were directly related to the patient's pain. This case was converted from the conceptus database into argus on (B)(6) 2013. The medical content of the case was not changed.